Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that the ins charge was depleting faster than normal. The patient reported that they charge their ins and then the patient programmer shows the charge level at 75%. The patient reported that it would be down to 50% the next day. The patient reported charging until the battery icon is all darkened. The patient reported that they used to go 1 to 1.5 weeks between charges, but now has to charge every 2-3 days. The patient confirmed that they have not been reprogrammed and has not made any amplitude increases. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.